Event description:
It was reported that a three piece non-preloaded monofocal intraocular lens (iol) was implanted/explanted on (B)(6) 2026. The reason of it was not specified. No further information was provided.

Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided, section a3a, a3b: sex, gender: unknown/not provided, section a4: weight: unknown/not provided, section a5: ethnicity: unknown/not provided, section a6: race: unknown/not provided, section d6a: if implanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted. Section d6b: if explanted, give date: unknown/not provided; the extent of patient contact is unknown, however there is no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.